Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) failed to initialize prior to implant. Upon initial interrogation, the device exhibited grey bar battery status. The device had been stored inside cath lab at normal operating temperatures. The device was not implanted. There was no patient involved in this event.